Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated moderate calcification on all three leaflets, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9 mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate outflow aspect. Host tissue fused leaflets 1 and 3 by 6 mm near commissure 1, leaflets 1 and 2 by 5 mm near commissure 2, and leaflets 2 and 3 by 3 mm near commissure 3; all on outflow aspect. Subvalvular apparatus was observed on the sewing ring near leaflet 1 and on commissure 2. Customer report of stenosis, calcification, and thickened leaflets was confirmed. Report of regurgitation could not be confirmed through visual observations. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Calcification and host tissue caused the leaflets to appear thickened, and restricted leaflet mobility which led to stenosis. Based on the information received patient factors and progression of valvular disease likely contributed to the event; however, exact cause cannot be conclusively determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 29 mm bioprosthetic mitral valve, implanted six years, two months was explanted due to stenosis, regurgitation, thickened leaflets, and early calcification. The explanted device was replaced with st. Jude epic 33 mm valve. Patient was discharged on post operative four.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.